Event description:
The facility reported a pump with a low battery alarm. This problem was identified before use. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 03 2007. Evaluation summary: the reported condition of the low battery alarm was confirmed during product evaluation as the depleted main batteries alarm. Inspection of the device found the pump's main batteries were potentially damaged and therefore the batteries were replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under CAPA.